Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During troubleshooting, fse found that the flexvision pc had failed due to technical room being too warm. Analysis of the system log file also confirmed that there was malfunctioning of the flexvision pc. The fse replaced the flexvision pc to resolve the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.